Manufacturer narrative:
The devices were not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. Based on the information reported through the research article, a conclusive cause for the reported failure to achieve hemostasis could not be determined. Based on the case information, a conclusive cause for the reported patient effects of hematoma, hemorrhage and hypotension and the relationship to the product, if any, cannot be determined. The patient effects of hemorrhage, hematoma, hemorrhage and hypotension are listed in the perclose proglide instructions for use as potential adverse events of use of the device. The reported unexpected medical intervention was likely related to case circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling. B3: date estimated. D4: the UDI number is not known as the part and lot number were not provided. The additional starclose se devices referenced in b5 is filed under a separate medwatch report number.

Event description:
This study compared the results of multiple endovascular procedures using proglide and starclose devices. The intention of this study was to compare the safety and efficacy of five different vessel closure devices, including proglide, starclose, and three different non-abbott devices. The common femoral artery was used with a 6f sheath for all procedures. The rate of vascular complications were low; however, for proglide and starclose, included the following: failure to achieve hemostasis, bleeding, hypotension, and hematoma requiring manual compression, additional closure devices, and hospitalization. The article concluded that one of the non-abbott devices had the lowest device failure and vascular complication rate. Specific patient information is documented as unknown. Details are listed in the article, "safety and efficacy of arterial closure devices in an office-based angiosuite." No additional information was provided.